Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
The manufacturer became aware of adverse events from the (B)(4) hip fracture register. The title of this report is ¿t2 recon in the (B)(4) hip fracture register¿ which is associated with the t2 recon nailing system, within that report, post-operative complications/ adverse events were reported, which occurred between 2009 and 2017. A review of the complaint handling database revealed that the events have not been reported previously to stryker, therefore 13 events were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses revision surgery due to sequel after proximal fracture. It was also indicated that patient passed away within 60 days since the revision surgery however the cause and the date of the death will not be disclosed.